Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2938836-2019-02396, 2938836-2019-02397, 2938836-2019-02398. It was reported that infection with leads vegetation was observed. During the explant procedure, a small amount of serous fluid in the pocket was observed which is the evidence of significant hyperkeratosis of the pocket. The cause of the infection is determined due to propionibacterium acnes bacteremia. The entire system was explanted. The pocket was debrided, the fibrous tissue was removed, and a temporary pacing lead was implanted. One week after the explant procedure, patient experienced ventricular fibrillation (vf) arrest. A new system was implanted. The procedure was finished with no complication.